Event description:
It was reported by service report that the bed has no electrical power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power cord was disconnected. Conclusion: reconnected the power cord.